Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer had been having high blood glucose levels and received failed battery test alarm. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 400mg/dl. The customer's most current level was 119mg/dl. The customer was treated for the lows at the hospital. The customer states they would deliver bolus but it appeared as if the device did not deliver, and they would run low. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to prime anomaly. However, the operating currents are within specifications and the insulin pump passed self-test, unexpected restart error test, displacement test and basic occlusion test. No failed battery test, low battery or bad battery alarms were noted during our testing. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked reservoir tube window corners, cracked battery tube threads and minor scratched display window.